Event description:
The perfusionist received an inadequate blood fill alarm during the priming procedure. The unit was power-cycled & the perfusionist was able to start the case. During the case, the inadequate blood fill alarm was received several times. The customer used an alternate method to deliver cardioplegia.